Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the hub separated from the device. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported with one syringe the needle hub removed from syringe, when removed needle shield.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the hub separated from the device. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported with one syringe the needle hub removed from syringe, when removed needle shield.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-aug-2022. H.6. Investigation summary: customer returned (4) loose 0.5ml bd insulin syringes. The customer reported that the needle shields will not come away from the syringe, and on one syringe the needle hub removed from the syringe. The returned syringes were examined, and it was observed that 1 syringe featured a detached needle hub/shield assembly ¿ no damage to the barrel tip was observed. The remaining 3 syringes were tested to determine the shield removal force (specs: shield removal force for 0.5 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number shield removal force (lbs). Sample 1 2.20, sample 2 2.56, sample 3 2.88. The tested samples measured within specification; no hub separation was observed on the tested syringes. A review of the device history record was completed for batch# 2020067. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200994725] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A CAPA has been opened to address this issue. H3 other text : see h10.